Event description:
It was reported that the tip was shaved off.

Manufacturer narrative:
The following repair diagnostic codes were identified:(1) (outer tube damaged (bent, dented).(2) (broken rod lens). This does confirm the alleged failure mode of [tip shaved off].probable root cause: contact with shaver, rf probe or other instrumentthe product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip was shaved off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.